Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (329 mg/dl). Customer treated elevated level by delivering a bolus via the pump. Customer reported that no issues with the pump or supplies were identified while performing system check the previous day. Customer is in process of changing health care provider and appointment has been made. Follow-up with customer four hours later indicated that bg level had lowered to 229 mg/dl. Customer declined further follow-up.